Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 492 mg/dl. Customer's blood glucose value was 492 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The current insulin pump settings displayed basal set to 0.00. The customer was advise to call their healthcare professional and change the insulin pump settings. The product was not returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Event description:
It was identified that the customer¿s basal programming was unknown.